Event description:
During acl b-t-b procedure, the surgeon found that the screw would not start. The screw was removed form the area and it was noticed that the tip was fractured. The screw was re-inserted and the graft was successfully secured.